Manufacturer narrative:
(B)(4).   Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent fracture and stent thrombosis (st) occurred. The patient presented st segment elevation and myocardial infarction and was hospitalized. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex (lcx) artery. After suction, predilation was performed with 20x20mm and 25x8 non-bsc balloon catheter. A 2.50 x 24 synergy" drug-eluting stent was advanced and successfully implanted. After post dilation, stent fracture was noted. Angiogram was performed and revealed thrombosis. The physician performed suctioning again and placed a non-bsc stent to finish the procedure. No further patient complications were reported and the patient's status was stable. The patient stayed in coronary care unit (ccu) for follow-up and is now stable.